Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed prime or a33 test at 2.5 lbs due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test or verify no delivery alarm. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. No a21 alarm noted. No unexpected device or history reset noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly or bolus history anomaly noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high blood glucose levels, no delivery alarm and prime fill anomaly on the insulin pump. Customer's blood glucose level was 400 mg/dl. Customer treated their high blood glucose levels via insulin pump. Customer's blood glucose went down to 66 mg/dl. Troubleshooting was performed. Customer advised insulin squirted out during the changing of their tubing and reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test. Basic occlusion test. Device failed prime/a33 test at 2.5lbs due to faulty force sensor resistor. Unable to perform occlusion test and excessive no delivery test or verify no delivery alarm. Device programmed with the current time and date and monitored for several days. The time and date is functioning properly. No a21 alarm noted. No unexpected device or history reset noted during testing. Device was programmed with multiple test boluses and monitored. All boluses delivered properly and was listed in the bolus history screen. No bolus anomaly or bolus history anomaly noted.